Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical on (B)(4) 2013 that approximately six (6) months ago, the consumer went to the emergency room thinking her blood sugar result was high based on high results she was getting on her blood glucose meter. The consumer reported that he was getting high results when using the nova max ketone test strips. The consumer decline to provide any further info regarding the reported event. The ketone test strips will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.